Event description:
It was reported by the customer that on (B)(6) 2010 the fiber suddenly started end firing at 62,007 joules. Also, it was reported that the fiber tip/cap was cleaned throughout the procedure; proper flow was maintained throughout the entire procedure. No pt injury was reported. A device eval is pending.